Manufacturer narrative:
Four opened knife samples were received for the report of metal shavings being seen in the eye. One knife was received in a blade protector tray, two knives were received taped between two blisters and one knife was loose in a tray. The returned samples were visually inspected and were found to be conforming. The blade protector tray of sample number one was also visually inspected for metal particulate and no metal particles were found on the blade protector tray. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned samples were found to be visually conforming therefore, metal particles as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife samples were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this reporter. (B)(4).

Event description:
A health professional reported that knives were used during multiple patient procedures after which metal particles were noted inside of the patient's eye. Patient impact information is unknown. Additional information has been requested.